Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received 15 shocks for atrial fibrillation with rapid ventricular response. It was noted that there was an episode what appeared to be t-wave oversensing. However, crosstalk was suspected. There were two episodes of the right ventricular (rv) lead oversensing. There were no inappropriate therapies delivered due to rv lead oversensing. No programming changes were recommended. The patient was stable.